Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had scale marking issues. The following information was provided by the initial reporter : the customer reported that the scale marking was misaligned.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 26-apr-2022. H6: investigation summary: customer returned (2) 0.5ml syringes with no other form of identification. When inspected visually, it was noted that one of the two syringes was missing the top most graduation marking that denotes 0 units of insulin. When measured, the markings were found to be above the intended range featured on the 0.5ml gauge. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of misaligned scale markings in 1 of the 2 returned syringes. A definitive root cause cannot be determined.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had scale marking issues. The following information was provided by the initial reporter: the customer reported that the scale marking was misaligned.